Manufacturer narrative:
The inserter was returned and evaluated by product engineering. Visual inspection noted that the fracture occurred approximately 2 threads beyond the edge of the anti-rotation features on the inserter's outer sleeve. Due to the jagged nature of the fracture point, it is likely that the inner inserter rod was not fully threaded down to the positive stop on the proximal end of the outer sleeve. This would cause a gap to exist for the rod to react axially and, when malleted, the extra axial impact force could contribute to the tip fracture. Review of labeling: intraoperative warnings, breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery consisting of seaspine's shoreline anterior cervical fixation system. During the procedure, the tip of the inserter broke off and was left in the plate and interbody construct. This resulted in a 45-minute surgical delay. The surgeon opted to leave the construct implanted. No patient injury was reported.